Event description:
Information was received that this pt was scheduled to have an unrelated surgery. Upon the pre-operative device interrogation the atrial impedance was found to be less than 200 ohms. According to the daily measurements as of (B)(6) 2011, there has been a decrease in pacing impedances from the mid 400 ohms range to less than 200 ohms. There was also no capture in the atrium. However, there had been no changes in atrial sensing. The pt was scheduled for a sternotomy so the surgeon decided to implant a new atrial lead. During the procedure, the physician discovered a fracture and it was surgically abandoned. No additional adverse pt effects were reported. It was later reported that the pt was also experiencing high pacing thresholds at 5 volts at 1 ms. A clear insulation fracture was reported upon visual inspection by the physician.